Manufacturer narrative:
Result: two incomplete leads returned. Lead 'a' revealed broken wires approximately 18 cm from the stimulation end. Functional testing could not be performed on either lead due to the condition they were received. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2009. It was reported that the pt's stimulation could not cover the entire area. When full coverage was obtained, there was additional abdominal stimulation. The pt was revised with a penta lead thus resolving the abdominal stimulation and providing full coverage of pain. No further info is available at this time.